Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD).was post paced t wave oversensing and causing inhibition of cardiac pacing. The device was not reprogrammed. The patient was in stable condition.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) had additional post paced t wave oversensing (pptwos) episodes. The ICD was reprogrammed. The patient left in stable condition.